Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced main cpu board to correct issue. Also replaced damage top cover. Replaced worn finger on complete pressure adjuster (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy mitek complaints system revealed one similar and one dissimilar complaint for this device's serial number. This pump is 9 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer the doctor was performing a rotator cuff procedure and the run/stop button wouldn't activate the fill chamber when pressed. A second fms solo was tried with the same result. A third fms solo was used to continue the procedure with no consequence to the patient. There was a thirty (30) minute delay in the procedure before a working fms solo could be attained. Two units will be returned for analysis by the customer.